Event description:
Original surgery 2004. Distraction was completed, drive screw left in during consolidation period. First cable broke 1/2005, second cable broke 9 weeks later, revision sugery to remove drive screw ten days later.